Manufacturer narrative:
The device was not evaluated by beckman coulter (bec) as the incident occurred due to a use error as described. This incident occurred as a result of an error made by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched on site. The customer ran a low volume patient sample, prior to the generation of the erroneous sodium (na) results, which resulted in red cells or clots clogging the ion selective electrode (ise) d-pot. The au640 user guide effective june 2013 clearly directs the customer to use samples with sufficient volume for analysis to prevent the aspiration of red cells/clots which can adversely affect patient results.

Event description:
The customer reported the generation of erroneous sodium (na) patient results of which 1 patient had a change in treatment. The results were generated on a beckman coulter au640 clinical chemistry analyzer. No patient demographics were provided. The patient who had a change in their treatment was given a sodium chloride (nacl) intravenous (IV) drip. Further details were not provided. The customer stated that once the error in the patient result was identified the patient's treatment was immediately stopped. There was no adverse effect to the patient as a result of treatment given. It is unknown if the patient was already in hospital when they received treatment or had to be admitted to the hospital as a consequence of the erroneous result in order to receive treatment.